Manufacturer narrative:
A visual inspection confirmed a 3mm longitudinal crack in the female luer of the maxzero valve leakage was observed from the crack during a flush through. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s report could not be determined in this instance.

Event description:
The reported feedback suggests that there is a leakage.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.